Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with a low blood glucose (bg) level of 21 mg/dl; cause was unknown. Customer received glucose to addressed bg level. Customer was released from the hospital on (B)(6) 2020 with no permanent damage.